Manufacturer narrative:
The second rx vision sds (1007843-15/7070632) indicated is being filed under the same MFR number.

Event description:
Reporting status: malfunction. Reporting device: stent dislodgement/no medical intervention, has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that during unpacking of the two vision stents, the stents were found to not be crimped on the stent delivery system (sds) balloons. Reportedly, there was no pt involvement with the two stents. No additional event or pt information is available.